Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign matter on the forceps stand and dirt that did not came off the tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the type of foreign material or root cause of it remaining cannot be identified. In addition, based on the results of the investigation, a root cause could not be identified for the dirt that does not come off the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.